Manufacturer narrative:
(B)(4). Neither device nor applicable images available. Hence, it is difficult to draw any conclusion.

Event description:
It was reported that, intra-op, after trialling the appropriate size, the implant was chosen and then implanted in the correct manner with the correct insertion device. Once the insertion device was removed the surgeon chose to use the curved tamp to seat the implant a further 2mm deeper. It was then that the cage cracked after impact from the curved tamp. The broken implant was removed and a replacement implant was successfully inserted in the correct manner with no ill effect to the patient. Product came in contact with the patient.